Event description:
It was reported that this 980 ventilator's "alarm activated but there was no sound". The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator's "alarm activated but there was no sound". The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed reported issue. To solve the issue the sp replaced the user interface (ui) printed circuit board assembly (pcba) and the graphical user interface (gui) touchscreen controller pcba. The sp also replaced the air/oxygen proportional solenoid (psol) as a secondary issue. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in ui pcba and/or gui touchscreen controller pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: updated due to investigation completion. Medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator's "alarm activated but there was no sound". The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed reported issue. The tubing's were pulled out by the sp in an attempt to duplicate the reported issue and sp found there was no sound from the activated alarm. To solve the issue sp replaced user interface (ui) printed circuit board assembly (pcba). Additionally, sp found unit failing extended self test (est) and to solve this issue sp replaced the air/oxygen proportional solenoid (psol). Precautionarily, sp replaced graphic user interface (gui) touchscreen controller pcba. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. Further investigation into the reported event determined a plausibility of no audible alarm likely caused due to design issue. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator's "alarm activated but there was no sound". The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section d9 was updated due to part return additional code added to section h6 evaluation code result. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator's "alarm activated but there was no sound". The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed reported issue. The patient circuit was pulled out by the sp in an attempt to duplicate the reported issue and sp found there was no sound from the activated alarm. To solve the issue sp replaced user interface (ui) printed circuit board assembly (pcba). Additionally, sp found unit failing extended self test (est) and to solve this issue sp replaced the air/oxygen proportional solenoid (psol). Precautionarily, sp replaced graphic user interface (gui) touchscreen controller pcba. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One ui pcba was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or p roduct deficiency observed. Review of the ventilator memory logs showed unit had generated ui board communication error codes. Further investigation into the reported event determined a plausibility of no audible alarm likely caused due to design issue. There is a field corrective action regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.